Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because strips had expired.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the patient received a 270 mg/dl result on the aviva meter at "about 9 or 9:30 a.m." And the wife noticed he was "out of it". The patient was not waking up and not responding when spoken to. The paramedics were called and the blood glucose result was 70 mg/dl on the paramedic's meter at "about 10:00 a.m." The paramedics treated the patient, but the type of treatment given was unknown. The patient was not taken to the hospital. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.